Event description:
It was reported that the packaging of an unspecified quantity of minicaps were damaged; further described as ¿did not have air in the pouches." This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address: the devices were manufactured at one of the following facilities: baxter healthcare - swinford foxford road swinford ireland. Baxter healthcare - cuernavaca ave. De los 50 metros no. 2 cuernavaca 62578 mexico. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.